Event description:
The customer reported that during the first collection cycle of the procedure, a leak was noticed at the level of the new injection point on the donor line. Patient information is not available at this time. Terumo bct is awaiting on the return of disposable set. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. However, the description of the leak indicates that this is likely related to a defective part from the vendor that occurred during assembly. Correction: manufacturing staff were made aware of this incident. A 100% inspection and sort of the needle-less access components has been implemented to reduce the occurrence of these leaks. The vendor was also made aware of this incident and actions are in progress to improve the molding process. Corrective action: terumo bct is working with the vendor to improve the molding process to reduce the occurrence of these leaks.

Event description:
The customer declined to provide the donor's information.